Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a tape issue with the infusion set on (B)(6) 2026. The patient stated that the tape was not sticking at the abdominal insertion site. No further information available.